Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site inspection was performed. The issue was related to defective compressor tubing kit. The issue has been resolved by replacing the compressor tubing kit and the device was delivered to the user in working condition. Low pressure alarm is activated if measured pressures are outside alarm limits. The root cause of the claimed issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).